Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not replicate the reported issue during testing. The se reseated both ends of the touch pad cable as well as the interface board (ifb) as a precaution. No issues were observed with the responsiveness of the touchpad. Subsequently, the system passed all testing.

Event description:
The device user (du) reported that the start/stop perfusion button on the metra did not work for a moment.